Event description:
Medtronic received information that four days following the implant of an edwards surgical valve, a permanent pacemaker was implanted for complete heart block (chb). No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)